Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system was rebooting when attempting to fluoro. The system was shutting down without command. There is no report of patient injury associated with this event.